Event description:
It was reported that during the implant procedure, the physician had pulled too hard on the lead after it was fixed in position. The lead was removed and the physician saw that the helix was stretched and recognized that it was his handling that caused this. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.